Event description:
It was reported that the nozzles of the ventilator were defective. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the nozzles of the ventilator were defective. Our field service engineer has investigated the reported machine on site. Both nozzle units were replaced as they were both broken. The replaced nozzles were not sent back for investigation. Therefore, no root cause can be established. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded.

Event description:
Manufacturer's ref. #: (B)(4).